Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a diagnostic laparoscopy with a cystectomy a piece broke off of the device. An x-ray was used to locate and remove the piece and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2020. Additional information was requested and the following was obtained: what part of the device brake off? The active titanium blade broke off. Did the active titanium blade break off? Yes. Did the white tissue pad break off? No. Is the white tissue pad completely missing from the clamp arm of the device? No.